Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/22/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection at 10x microscope magnification was performed. The plunger and pushrod were observed in the advanced position in the preloaded insertion system. No assembly errors and/or defects were observed in the preloaded device related to the manufacturing process. Lack of lubricant material was observed on the cartridge. Slight distortion was observed at the cartridge tip area. The lens was also observed stuck and torn in the cartridge. The condition of the product returned is consistent with a unit that has been previously handled and prepared for surgical use. The complaint issue reported as lens damaged was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted ort explanted, give date: not applicable, there was no patient contact. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 24.5 diopter intraocular lens (iol) had a spur on it. This happened during handling and prior to insertion. There was no patient contact. No additional information was provided.